Event description:
It was reported that on (B)(6) 2012, the patient complained of a change in his hearing impression. The poor quality began with disturbances and over the day the audio processor became quieter. On the initial fitting on (B)(6) 2012, everything was fine, but the patient stated that his hearing decreased, with intermittence and disturbances. In the morning, when the audio processor is first used, it is functional but deteriorates as the day progresses. Revision surgery took place on (B)(6), 2013, in which the fmt was placed on the oval window as the round window was no longer visible. During implantation the fmt had been placed onto the round window. First fitting took place on (B)(6), but the patient was not able to hear anything. A decision has been made by the clinic to re-implant the patient.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to be manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.